Manufacturer narrative:
H7, h9 corrected.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found a check syringe plunger sensor error, primary audible alarm and acu watchdog alarm. During the functional testing, the pump had a primary audible alarm when turned on, which shows the problem is with the interconnect pcb and speaker. After checking the alarm history there are also acu watchdog alarms and check syringe plunger sensor alarms, which show possible malfunction in plunger and main pcb. The cause was found to be a malfunction with the main pcb, interconnect pcb, speaker and plunger. The main pcb, interconnect pcb, speaker and plunger were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump displays a primary audible alarm that was not resolved by new firmware. There was unknown patient involvement and unknown patient harm.